Event description:
The customer reported several incidents of tip breaking off and floating in IV fluids for transfusion set. Per the customer no patient injury or adverse events occurred during the event. No sample, picture or batch number is available for further evaluation. Since a sample, picture or a batch number were not available a detailed analysis of the event could not be performed. Therefore, a root cause could not be determined.